Event description:
It was reported that during a cholecystectomy procedure the clip did not form and the device stayed open after pressing the handle. The case was completed with another device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.